Event description:
It was reported that a peritoneal dialysis (pd) who performs pd therapy on a homechoice (hc) device passed away due to cardiac arrest. On an unreported date, the pt was hospitalized for sepsis. It was reported that the pt did not have peritonitis. The cause of the infection (sepsis) was reported to be due to ¿something else¿ (further details not provided). Subsequently the pt passed away due to cardiac arrest and was reported to have been connected to the hc at the time of death. There were no known overfill events. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was manufactured in 1994. The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. An internal and external inspection was performed and found no issues. The cycler remote toolbox (crt) was used to verify the device pneumatic system. Crt revealed no leak and all pressures were correct & stable. Device passed seal, purge & wet disposable integrity test and successfully completed a short simulated therapy. Review of the device service history and device history record revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.